Event description:
Diagnostic done by the vad team, error was related to an ineffective patient cable and home power module connection. He was given a new cable and a temporary battery unit, and his old hardware was sent to thoratec for diagnostics.